Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 02/04/2026 and 02/05/2026. The pediatric patient experienced frequent inaccurate cgm readings throughout the sensor session. The sensor insertion site was not specified. Prior to the cgm low alerts, the patient had the flu and was described as feeling restless. On (B)(6) 2026 at 14:22, the cgm displayed a value of 40 mg/dl. A blood glucose fingerstick (bg fs) test was performed, but the parent could not recall the exact result; however, they reported that it differed from the cgm reading by more than 20 mg/dl. The parent provided approximately 55 grams of carbohydrates (orange juice and candy), after which the patient¿s symptoms improved. On (B)(6) 2026, the cgm again alerted with a reading of 40 mg/dl. Another bg fs test showed a discrepancy of more than 20 mg/dl (exact value unknown). Due to persistent restlessness, the parent again provided approximately 55 grams of orange juice and candy. The patient improved, though the parent reported episodes of excessive urination. On 02/06/2026, the sensor fell off because the patient remained restless. As this was their last available sensor, the parent resumed monitoring with a glucometer. The first manual bg fs reading was 189 mg/dl, followed by a second reading of 220 mg/dl, obtained due to continued restlessness. No treatment was administered at that time. Concerned, the parent consulted the patient¿s endocrinologist. A glucose test performed during the visit showed a value over 300 mg/dl (method not specified). The patient received 1 unit of insulin via pen (medication name unknown), which alleviated symptoms. At the time of the report, the patient was reported to be doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 20 points. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.